Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display issue was reported with the abbott diabetes care (adc) device. A customer reported that the reader screen is white, therefore unable to obtain readings. The customer experienced seizures in the left part of the body and was unable to self-treat. Subsequently, customer was seen by a healthcare professional (hcp) where they underwent further diagnostic evaluations. There was no report of death or permanent injury associated with this event.